Event description:
It is reported by the pt attorney, the pt's underwent a right uni knee replacement in 2003. Post-op in 2004, the knee was revised where it was discovered the articular surface was not in proper alignment.

Manufacturer narrative:
Eval summary: engineering evaluation could not be performed to determine the possible cause of the problem. Pre-op x-rays were not returned for review. Eval: device and x-rays were not returned for eval. Device history records are intact, conforming and indicate that the product was manufactured and packaged to spec.